Event description:
It was reported that bd alaris smartsite needle-free valve had flow issues the following information was received by the initial reporter with the following verbatim: product - bd smartsite ref 2000e7d - lot number 1028196 when connected to a braun pump/machine it is showing 'error pressure too high' we tried a number of the same batch and had the same issue not the machine, tried a different batch and the device works fine, apparently theatres were having the same issue with the same batch number.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation of pr 9883639, in which the customer has stated: "when connected to a braun pump/machine it is showing 'error pressure too high'". The product in use at the time is reported to be a 2000e7d from lot 1028196. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1028196 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e7d products in the past 12 months.